Event description:
An endurant ii stent graft system was selected for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was a gap between the edge of the graft cover and base of the tapered tip. The physician was uncomfortable with using the delivery system, as the gap could tear an artery along with it compromising the pushability of the device. The procedure was completed with another 28x28x82 endurant device. No clinical sequelae were reported and the patient is fine.

Event description:
The delivery system was returned for evaluation. The event was confirmed; there was a gap between the edge of the graft cover and the tapered tip. The root cause of the event could not be conclusively determined however, there was evidence that the delivery system was manipulated post manufacturing which may have contributed to the event.

Event description:
Additional information was received for s case. It was reported that the amount of gap between the tapered tip and graft cover is unknown; however, appears to be greater than 1mm. It was also noted that the physician attempted to rotate the external slider to close the gap however, was unsuccessful.

Manufacturer narrative:
(B)(4).